Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5201339), being used with the complaint sensor, was returned on (B)(6) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Because the returned product is unrelated to the customer complaint, the reported event of inaccuracies could not be confirmed. A root cause could not be determined.